Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. It was reported that the peel away cracked after placing companion for left heart catheterization. Had to be removed and repo advanced. Access on other side to complete percutaneous coronary intervention. The patient was noted to be in stable condition.

Manufacturer narrative:
D6b explant date updated. D2a and d2b was erroneously entered on the initial manufacturer device report .

Manufacturer narrative:
B1 and h1: added serious injury. B5: added updated clinical review.

Event description:
A 75-year-old female with a pre-support clinical condition consistent with scai shock stage e was treated for acute myocardial infarction complicated by cardiogenic shock. A cp impella device was implanted on (B)(6) 2026 for hemodynamic support. During the index procedure, the peel-away sheath cracked after placement of a companion catheter for left heart catheterization (lhc), requiring removal and re-advancement of the repositioning (repo) sheath. Vascular access was subsequently obtained on the contralateral side to complete pci. Following removal and re-advancement of the peel-away sheath, a hematoma and bleeding were noted at the impella access site. On (B)(6) 2026, the patient coughed and the impella device migrated, triggering alarms indicating the pump was positioned in the aorta. Despite multiple repositioning attempts flow could not be increased above p5, whereas the patient had previously been supported at p8. The access-site hematoma and bleeding had resolved with manual pressure. Bleeding is a foreseeable risk due to vascular access and anticoagulation requirements. The patient underlying critical condition may have also contributed to the bleeding. The impella device was explanted on (B)(6) 2026 following successful weaning. The patient survived. The device was not returned and therefore functional analysis could not be performed; download data were requested. Imaging was used to assess pump position. Due to the device not being returned, further evaluation is not possible.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the cause of pd-any device-(crack) cannot be established due insufficient clinical details and product was not returned for investigation.